Manufacturer narrative:
The device referred to in this report was returned to olympus for eval. The 744010 footswitch and the 761000 g3 generator were also returned; however, the rc-2/20 cable was not. All three devices were evaluated and tested without any problems and no errors occurred during testing. A warning statement in the instructions for use states, "do not touch the device tip while the device is activated. This may cause injury. The device tip may remain hot enough to cause burns after electrosurgical current is deactivated."

Event description:
It was reported that upon completing a tongue narrowing procedure, the physician observed a burn on the pt's lip. No further info was provided.